Event description:
It was reported that the device was used during a radical prostatectomy, the device stopped. Case was completed with a like device with no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the distal tip of the blade broken off. As the device was returned completely disassembled no functional test could be performed. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure". Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated.